Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a (B)(6) year old female patient who had essure (batch no. A36611-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included abortion in 2010. Previously administered products included for an unreported indication: keppra from 1995 to (B)(6) 2020, topamax from 1995 to (B)(6) 2020 and dilantin from 1995 to (B)(6) 2020. Concurrent conditions included epilepsy (seizure disorder) since 2016, thrombocytopenia since 2010, migraine with aura since 1995, seizure since 1995, headache and overweight. Concomitant products included cyanocobalamin since (B)(6) 2016, ibuprofen since 2012, levetiracetam (keppra) since (B)(6) 2018, nortriptyline since 2017, paracetamol (acetaminophen) since 2012, phenytoin (dilantin) since (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstrua issues") and abdominal pain lower ("pain: lower abdomen (left and right side)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, weight increased, depression, anxiety, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: successful sterilization essure done. 4-5 coils per ostia which were easily identified. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Essure explant date and surgery added. Case upgraded from non-serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 29-year-old female patient who had essure (batch no. A36611-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included abortion in 2010. Previously administered products included for an unreported indication: keppra from 1995 to (B)(6) 2020, topamax from 1995 to (B)(6) 2020 and dilantin from 1995 to (B)(6) 2020. Concurrent conditions included epilepsy (seizure disorder) since 2016, thrombocytopenia since 2010, migraine with aura since 1995, seizure since 1995, headache and overweight. Concomitant products included cyanocobalamin since (B)(6) 2016, ibuprofen since 2012, levetiracetam (keppra) since (B)(6) 2018, nortriptyline since 2017, paracetamol (acetaminophen) since 2012, phenytoin (dilantin) since (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018. In 2012, the patient experienced cystitis ("infection bladder"), vaginal infection ("infection vaginal") and urinary tract infection ("infection urinary tract"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstrua issues") and abdominal pain lower ("pain: lower abdomen left and right side"). The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes). Essure was removed on 19-nov-2018. At the time of the report, the pelvic pain had not resolved and the infection, menstrual disorder, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, weight increased, depression, anxiety, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: successful sterilization essure done. 4-5 coils per ostia which were easily identified. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Lot number ( a36611 ) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 29-year-old female patient who had essure (batch no. A36611-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included abortion in 2010. Previously administered products included for an unreported indication: keppra from 1995 to (B)(6) 2020, topamax from 1995 to (B)(6) 2020 and dilantin from 1995 to (B)(6) 2020. Concurrent conditions included epilepsy (seizure disorder) since 2016, thrombocytopenia since 2010, migraine with aura since 1995, seizure since 1995, headache and overweight. Concomitant products included cyanocobalamin since (B)(6) 2016, ibuprofen since 2012, levetiracetam (keppra) since (B)(6) 2018, nortriptyline since 2017, paracetamol (acetaminophen) since 2012, phenytoin (dilantin) since (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced infection ("infection"), menstrual disorder ("menstrua issues"), abdominal pain lower ("pain: lower abdomen (left and right side)") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain lower and hypersensitivity had resolved and the infection, menstrual disorder, cystitis, vaginal infection, weight increased, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, hypersensitivity, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: successful sterilization essure done. 4-5 coils per ostia which were easily identified. Patient tolerated the procedure well. Received treatment for pain, bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Lot number ( a36611 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event : "allergic reaction" was added. Outcome of events: persistent pelvic pain/pain , abnormal bleeding (menorrhagia) , abnormal bleeding (vaginal) , pain: lower abdomen (left and right side) , infection (urinary tract) as recovered was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.